Event description:
The reporter stated that the patient was on ECMO and required a potassium rider. The total volume of the solution was 37.5cc from a 60cc syringe. The nurse programmed the pump to infuse the solution over three hours. The tubing was connected to the venous side of the ECMO tubing, and the pump was started. Within 30 seconds, the patient's cardiac monitor alarmed and showed that patient was in ventricular fibrillation. The syringe was noted to have infused all but 3cc of the solution. The patient was given bicarb, calcium, and lasix patient was defibrillated and converted to sinus rhythm.